Manufacturer narrative:
Health effect clinical code: 4581 - pigment dispersion. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -8.5/1.0/067 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The surgeon reports elevated intraocular pressure and pigment dispersion. On (B)(6) 2023 the lens was explanted. It was additionally noted "removed the lens as the iop went up with lot of pigment dispersion". The problem was resolved. The cause of the event was reported as unknown.